Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a fill estimate issue. The expected fill was 173 units, while the pump showed a static fill estimate of 180 units, a difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Cts assisted caller in reloading the cartridge and advised performing a 10.2 unit bolus delivery to resolve the fill estimate discrepancy, which caller understood would affect insulin on board (iob).